Manufacturer narrative:
Section b5: the loss of power event is addressed under the mobile power unit in MFR # 2916596-2020-04186. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed the presence of thrombus within the pump, which could have contributed to the report of elevated ldh, hematuria, and heart failure symptoms. The submitted log file appeared to capture the pump functioning as intended at the set speed of 9800 rpm throughout the duration of the log file. Pump power ranged between 5.7 and 7.3 w, estimated flow ranged between 4.3 and 7.0 lpm, and average pi ranged between 1.3 and 5.3. It was reported that the patient underwent a pump exchange on (B)(6) 2020 for suspected pump thrombosis. (B)(6) was returned assembled with the driveline severed approximately 8.5¿ from the pump housing. The remainder of the driveline was not returned. The inflow conduit and the outflow graft were not returned. The outlet elbow was returned unattached from the pump¿s outlet port. The device appeared to have been exposed to a fixative agent. Upon disassembly of the returned device, a fixed deposition was observed on the proximal end of the rotor blades, fully occluding one of the rotor vanes. The deposition revealed areas of brown discoloration which could be consistent with denaturation; however, an exact duration that the deposition was present while the pump was supporting the patient could not be conclusively determined. Although an exact origin of this deposition and the duration for which it was present within the device could not be conclusively determined, it could have potentially contributed to the report of elevated ldh due to the partial occlusion of the blood flow path. The remainder of the blood contacting surfaces of the pump did not reveal any additional developed depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
A review of the log file noted a low voltage hazard event on (B)(6) 2020 while the patient was using the mobile power unit (mpu). The low voltage hazard event appeared to be due to a total loss of power to the mpu enabling the backup battery in the controller until power was restored to the mpu. Technical support also noted that the patient's pulsatility index (pi) levels dropped into the 1/s on (B)(6) 2020 and stayed that way throughout the remainder of the log file. The patient had a clinical picture of pump thrombosis. The patient had elevated lactate dehydrogenase (ldh), heart failure symptoms of nausea and vomiting, and hematuria. The patient was being sent to the intensive care unit (ICU) for swan-ganz catheter placement. It was reported through the patient product that the patient underwent a pump exchange on (B)(6) 2020 from a heartmate ii to a heartmate ii for pump thrombosis. The pump was to be returned for evaluation.